Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer's master board was failing and not reading the cubies. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies. A field service engineer reseated all connections, tested in hardware application and checked row boards and voltage to board and replaced the old cubies with new ones to resolve the issue. The system functioned as intended after the field service engineer repaired the device.